Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced pain, erosion, urinary problems and bleeding. It was reported that the patient underwent mesh excision on (B)(6) 2013 due to mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the customer's blood glucose (bg) was in the 600s mg/dl and the cause was not known. Correction bolus was delivered. Upon follow-up, the customer's bg lowered and the customer was feeling better.

Manufacturer narrative:
Date sent to the FDA: 11/28/2017. It was reported that following insertion the patient experienced urge incontienence. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced vulvar abscess and foul vaginal discharge.